Event description:
It was reported that the zimmer air dermatome had allegedly shredded a pt's skin. No further info was available regarding the incident or the pt outcome. However, there was no report of pt injury or medical intervention associated with this incident. On (B)(6) 2012, rep from zimmer conducted a customer site visit to further investigate the reported event. During the site visit, it was determined that the customer was using a 15 foot extension hose, with a nitrogen pressure setting of 150 psi. It was noted that they use a non-zimmer adaptor that connects between the zimmer schrader adaptor and the extension hose.

Manufacturer narrative:
The device was not returned to the MFR, as the customer could not identify the actual device associated with the event. According to the instructions for use included with the air dermatome, "the recommended pressure is 100 psi running, using supplied hose. When using an extension hose, increase the pressure at the source 1 psi per foot (22.6 kpa/m) of extension hose. For example, if a 10 foot (3.05 meter) extension hose is added to the standard hose, indicated pressure at the source should be 110 psi (759kpa) when the dermatome is running." Should further info become available, a f/u up medwatch will be submitted.